Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was powering up with a white display and would not complete the boot-up cycle. A white display is indicative of a device lockup condition. The customer also reported that a service light was present. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was able to determine that the cause of the reported lock-up condition was the user interface pcb assembly; however, further component level cause could not be determined. The removed system controller pcb assembly was an ancillary part and there was no failure of the assembly.